Event description:
It was reported that lead insulation damage and oversensing were observed in the (B)(6) of 2010. During an implantable cardioverter defibrillator replacement due to elective replacement indicator, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation abraded, exposing the proximal coil at 50 cm from the lead tip. This damage was caused by friction to the implantable cardioverter defibrillator (ICD) can. The reported oversensing could occur when the exposed metal of the proximal coil came in contact with the ICD can.